Event description:
Customer reported: "ua16. Unable to clear." As well as exposure of the board to a large amount of fluid. No adverse event reported.

Manufacturer narrative:
The reported complaint of "ua 16" (time-out moving to take up position) was verified. It was also noted that the board's front enclosure was damaged. Upon opening the unit, what looked like a dried green fluid was observed all through the drivetrain and fan assembly. No adverse event reported.